Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs100 intra-aortic balloon pump (iabp) unit and found that the external signal cables were having issues. To fix the issue the fse replaced the cbl, assy external monitor connector. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check by the user that the cs100 intra-aortic balloon pump (iabp) unit's monitor input cable is not working. There was no patient involvement, and no adverse event reported.

Event description:
N/a.